Event description:
Additional information later reported that the managing hcp was never told this patient had an infection. The manufacturer representative informed them it was infected and had been explanted. The patient was never filled with medication. The pump contained saline. It was noted that their procedure was that the initial fill happens after the 1st post-op visit. The managing hcp¿s office have not heard from the patient. They have tried to call the patient but the phone was disconnected.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient became infected shortly after implant. The patient never had drug in the pump; it was just preservative free normal saline. The physician explanted everything. The patient status was reported as ¿alive-no injury¿. The patient symptoms and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.